Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024, serial number: null and null, batch/lot number: 714657011 and 717299012, model/catalog description: control pump fgs and balloon fgs 61-70cm,

Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter (aus). The 3.5cm aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.